Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in united states. On 18-sep-2024, it was reported that patient faced 5 infusion sets cannula kinked after 3 hours of insertion. Date of events on 09/10/2024, 09/11/2024, 09/17/2024, and 09/18/2024. Insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available